Manufacturer narrative:
It was reported that there was an alarm for blower damage. The customer reported that there was a beeping sound that occurred during operation. Information was received from the customer indicating that the blower was replaced to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was alarmed, and that it was caused by a noisy, damaged blower. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user.